Event description:
Patient was brought to the operating room to remove a breast tissue expander that was placed two months prior. When it was removed by doctor, it was noted to have a defect next to one of the tabs. The expander was put aside as doctor requested that it be sent back to the company/product representative. It was then replaced with a new expander by doctor. The defective implant was a mentor smooth 450 expander.